Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
The pump was investigated in the field and repaired at the customer facility by a field service technician. A visual inspection of the battery compartment found a factory seal in place. The battery charge level was identified at 84 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the condition of the j9 connector was not correct per procedure. The j9 connector was disconnected, and the glue bead removed. Reassembled and confirmed the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were fully seated. Glue installed per procedure. The pump was retested and functioned properly. No alarms were present. The root cause cannot be established. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction information b5

Event description:
Corrected information was received. The pump was found to have experienced primary audible alarm post.